Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the device locked after being applied to tissue. No patient injury resulted, and another ligasure device was used to continue the procedure.

Manufacturer narrative:
Correction: evaluation summary: one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. The returned product met specification as received. The customer reported that during intra operative use the device's jaw rotation was broken, and the jaw rotation became too loose to continue use. The reported condition was not confirmed. The investigation found the rotation knob was not broken. The knob was rotated repeatedly and the rotation was normal. The investigation found the device to function normally and within specifications. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted. If information is provided in the future, a supplemental report will be issued.